Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, crease fold, red particles, wear abrasion, deformation and calcification white. Cloudy and voids were observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Pharmacist reported right side removal due to ¿suspicious lesion" and "capsulectomy".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reported right side removal due to ¿suspicious lesion" and "capsulectomy".

Event description:
Pharmacist reported right side removal due to ¿suspicious lesion" and "capsulectomy."